Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14848. Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the patient's annulus was measuring borderline between a 26mm and 29mm at 540mm2. Sinuses were effaced and stj narrowed with some calcium. It was decided to go with a 26mm valve and add 2cc of volume to try and not interfere with the stj and allow more room in the sinuses. Vessels for access were borderline with diffuse calcium but it was decided to proceed with femoral approach. Access was gained and a 14fr dilator was advanced up the vessel before sheath insertion. The 14f sheath was inserted into the right iliac with a little bit of resistance at the common iliac. Valve was inserted and there was a balloon rupture during deployment. Deployment was approximately 60/40 but showed no leak and the physician was confident that he had fully expanded the valve prior to rupture. The balloon was pulled back across the valve and attempted to be pulled back into the sheath. The operators were able to pull it back up against the tip of the sheath, but it would not advance any further. The entire system was removed as one unit with a wire left across the right iliac. There was a portion of the balloon that came out separately from the existing ruptured balloon on the delivery system. Took an angio of the right iliac and it showed an occlusion at the level of the femoral head. CT surgeon did a cutdown to repair the vessel. Patient left the room in stable condition and after reevaluating the valve showed no leak. Additionally clarification was received. The resistance was noted once the distal portion of the balloon was up against the distal portion of the sheath, almost complaint in the sheath. The loader was fully inserted. The delivery system was in the normal position for advancement into the sheath. The valve was crimped proximal to the balloon, inside the loader cap and the balloon was positioned where the first white line is visible on the handle. Regarding the burst balloon, the balloon was fully inflated at the time it burst. There was moderate calcium in the landing zone and no bav was used. A piece of the balloon detached but was able to be retrieved. The distal portion of the sheath was damaged by the distal portion of the delivery system. There was a small tear in the clear liner a little bit into the blue portion from when we attempted to bring the valve back into the sheath. It wasn¿t a circumferential tear, almost more of a deformity into the blue portion from the valve and removal of the system. There was no damage to the valve. The patient is fine and went home 2 days post procedure without any complications.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Post procedural imagery and images of the patient¿s anatomy were provided. Calcification and tortuosity are present in the patient¿s anatomy and the vessel is undersized (less than 5.5 mm). A device history review (DHR) was unable to be performed as the device lot number was not provided. Additionally, a lot history review was unable to be performed. As the events were unable to be confirmed, a complaint history review is not required. The instructions for use (IFU) and training manuals were reviewed for guidance and instruction involving the esheath and commander delivery system usage. During delivery system removal, completely unflex the delivery system. Ensure the flex tip is still over the triple marker, the balloon lock is locked, and the balloon is completely deflated. Retract the loader and pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Based on the review of the IFU/training manuals, no deficiencies. During manufacturing of the esheath introducer set, the sheath, and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were unable to be confirmed due to unavailability of the complaint device or device pictures. Without the returned device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the balloon was pulled back across the valve and attempted to be pulled back into the sheath. We were able to pull it back up against the tip of the sheath but it would not advance any further.¿ tortuosity, calcification, and an undersized mld of the access vessel can create a challenging, non-coaxial retrieval pathway for the delivery system. Additionally, the balloon had burst during deployment. An altered balloon profile combined with non-coaxial withdrawal may have caused the distal tip of the balloon to catch on the distal tip of the sheath. This can increase the necessary retrieval force required to pull the delivery system through the sheath, subsequentially leading to the splitting of the sheath distal tip and sheath shaft liner tear upon further withdrawal of the delivery system. Available information suggests that patient (tortuosity/calcification/ undersized mld) and/or procedural factors (withdrawal of a burst balloon/excessive manipulation) may have contributed to the reported event. However, without the return of the device or applicable imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed defect, no corrective or preventative actions are required. Additionally, since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required.